Event description:
Rptr's facility switched pts from another adapter system to the needless system. Within 20-25 days, 20 pts experienced the growth of gram negative organisms from cultures obtained from their central venous access devices. A thorough investigation was conducted with consultation from the medical director and an independent epidemiologist. It was determined that the most likely source was the device; although it is probable that an unidentified co-factor exists as well. Following the termination of use, no further gram negative organisms have been noted. Event dates indicated as 5/94 to 8/94. (See 1004804 - 1004820).